Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt stated they needed to get in touch with their rep jordan chaney as soon as possible to set up an appointment to meet with rep and healthcare provider (hcp). Pss reviewed role of rep and asked if there was anything pss could help pt with, and pt said no as they had fallen several times and believes something has come loose and can't get a good charge now. Pt said about a week ago they fell twice in the same day and hit real hard, but about 2 weeks before that they also fell, along with yesterday. Pss redirected to hcp office, but pt said they hadn't been able to contact rep for pt, as pt said rep was on vacation and asked if pss could get in touch with rep.